Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic with a history of lead noise. Patient had fallen and struck his left arm and shoulder where the device is in the past, and the noise issues had started shortly after the fall. The lead was capped and replaced on (B)(6) 2016.